Event description:
Information received from the field notes that the patient presented to the emergency room with slurred speech. The device exhibited a suspected malfunction and the patient was admitted to the hospital. The patient suffered a stroke approximately three days post release and was re-admitted to the hospital. The patient was then confined to a nursing home where she died two years later.